Event description:
Pt had CABG x 5, vss, iabp 1:1. Pump began to alarm & blood was noted backed up to catheter hub. Cardiologist notified immediately of probable balloon leak & right groin balloon catheter d/c'd & new one inserted into left groin. A few hrs later, pt had unstable ventricular tachycardia and was coded successfully. She was discharged home 8 days later in very good condition.